Event description:
The pt underwent a CABG procedure in 2003. The following day, the pt sneezed and several of the sutures broke. Physician applied a wound vac on the dehiscence. As of 3 days later the dehiscence appeared to be healing well.